Event description:
It was reported on (B)(6) 2011 that a nurse's dell x50 handheld device was not holding a charge. The handheld is stored on a shelf and plugged in when not in use however whenever it is unplugged, it will turn off. The handheld has not been dropped or otherwise mishandled. A replacement handheld was sent to the nurse and good faith attempts to obtain the handheld in question have been unsuccessful to date.